Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation despite multiple requests. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an edwards bioprosthetic aortic valve, implanted for four (4) years and seven (7) months, was explanted due to critical aortic stenosis. This is a (B)(6) male with a history of endocarditis s/p avr. He developed prosthetic valve endocarditis with lactobacillus which was successfully cleared with antibiotics. During explant, there was no gross evidence of endocarditis or vegetation. There was also no perivalvular leak or disruption noted. The ascending aorta was dilated. The explanted device was replaced with another edwards bioprosthetic valve which seated well. After weaning from bypass, tee showed a normally functioning valve and moderately diminished lv and rv function. An iabp was placed without difficulty. Subsequently, there was bleeding around the aortic cannulation site and the antegrade cardiopledgia site, indicating acute aortic dissection. Tee confirmed acute aortic dissection involving the ascending aortic and aortic arch. The patient was placed back on bypass and hemi-arch repair of the acute aortic dissection with a 30mm gelweave vascular graft was performed. Attempts to wean the patient from bypass were unsuccessful. Va ECMO was initiated through the central cannulas. Protamine was given which the patient tolerated well. The patient was transported to the ICU in stable condition. The patient¿s post-operative course was significant for bleeding, shock, lactic acid acidosis and hyperglycemia. The patient returned to the or on pod #4 for ECMO de-cannulation and chest closure. The patient also had atrial fibrillation treated with amiodarone. He also developed gram-negative sepsis, bilateral lower lobe pneumonia with bacteremia and was treated with antibiotics. He was discharged on pod #20 to a rehab facility.